Event description:
It was reported that the ipg was no longer functioning as expected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively.

Event description:
It was reported that the ipg was no longer functioning as expected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The ipg passed visual inspection and exhibited normal device characteristics. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected: 1. Possible misalignment of charger with ipg causing lower than expected charge current. 2. Possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). Therefore, this investigation will be assigned a probable cause of failure to follow instructions. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging.